Event description:
The customer reported that the system displayed a frame sync error message and the screen went black in the middle of a procedure. This resulted in a loss of live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter board was reseated. The system was then found to be operating as intended.